Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Stent imprints were observed on the exposed balloon surface, indicating that the stent was crimped in between the two radiopaque markers at the time of delivery. The stent was returned separately inside a plastic beaker. The stent was found slightly bent. The stent protector was not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An 2.25/18 orsiro drug-eluting stent system was selected for treatment of a mildly calcified and mildly tortuous lesion (stenosis degree: 99 percent) in a subtotal occlusion of the proximal d2. The orsiro was taken and when the distal protector was removed, the stent fell on the table. Another stent was implanted successfully.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Stent imprints were observed on the exposed balloon surface, indicating that the stent was crimped in between the two radiopaque markers at the time of delivery. The stent was returned separately inside a plastic beaker. The stent was found slightly bent. The stent protector was not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.